Event description:
The customer reported obtaining zero (0.0 mg/dl) calcium results for two (2) patient samples involving the beckman coulter au680 clinical chemistry analyzer. The customer indicated that the results were flagged with a "g" flag but the au680 instrument was programmed to rerun all "g" flagged results. The instrument repeated the samples and results within the dynamic range of the calcium assay were recovered and reported out of the laboratory. No erroneous patient results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer did not provide any rerun data for this event. A "g" flag represents a system notification that the generated result was below the dynamic range of the assay.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the sample probe was slightly shifted away from the target allowing the probe to contact the side of the sample cup. This condition would effectively allow the instrument to false level sense the samples with the possibility of aspirating a short sample. The fse proceeded to align the sample transport (fa) assembly to the rack supplier (cc) and the rack supply lever (ce) assembly, and realign the cds19 sensor in order to better position sample cups at the sampling position. The repairs were verified by feeding a series of 40 racks through the sampler and no further issues were noted. The customer stated that the adjustments performed by the fse restored the instrument to proper operation. Results: failure mode of the event is attributed to a misaligned fa (sample probe transport mechanism). (B)(4).